Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing teeth the brushhead broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while brushing his or her teeth, the oral-b brushhead, version unknown of his or her oral-b rechargeable toothbrush, version unknown broke off in his or her mouth. The consumer stated that he or she had only been using the brushhead for 2 weeks. No symptoms developed.